Event description:
Event description guidant received information that this ventricular implantable lead exhibited noise on the rate/sense channel that was oversensed and resulted in pacing inhibition. A new lead was implanted and the noise continued. A new cardiac resynchronization therapy defibrillator (crt-d) device was implanted and the noise continued. An abandoned rate/sense lead was connected to this new device and the noise continued. It was surmised by the physician that the noise was diaphragmatic oversensing and was due to lead placement so a new rate/sense lead was placed on the septal wall and the noise desisted.